Event description:
A pt reported experiening inaccurate erratic results with a otu meter. The pt's blood glucose results were 160mg/dl, 129mg/dl, 112mg/dl. Tests were done within 2 minutes with a difference of 21%. Pt did not experience any adverse events. No further info has been reported. Note - in the potential medical it mentions that they are unsure of the exact results and about using different fingers for all three tests.